Event description:
Patient was revised to address painful cup loosening and migration.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical record for MDR reportability, the revision operative note indicated mild corrosion on the trunnion, migrated cup, loose cup, bone loose behind the cup, and small crack in the greater trochanter-not displaced.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided metal liner and femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining provided product code/lot code combination(s). The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.